Event description:
A complaint was received that reported missing portions of all segments in the display. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.